Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was due to operator error as the cycler was inadvertently powered off during rinseback mode without performing power recovery or completing rinseback of the remaining blood. The user's guide instructs the operator in the event power is lost to the cycler, return the patient's blood before blood coagulation occurs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently powered the cycler off during rinseback mode. The operator did not perform a power recovery as indicated in the user's guide. Rinseback of the patient's blood was not completed due to clotting resulting in an estimated blood loss of 100cc. The patient received one unit of blood.